Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow-up and no additional information regarding the outcome of the event was obtained.